Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, while in the recovery unit, the pat ient experienced frequent ventricular ectopy. Multiple ventricular ectopy continued on post-operative day one, but the patient remained hemodynamically stable. The patient was discharged to home with a cardiac monitor and beta-blocker medication. No additional adverse patient effects were reported. Additional information was received that diagnostic testing with outpatient extended rhythm monitoring showed criteria for ventricular tachycardia was met. The physician was notified of the results twenty-one days following the valve implant procedure. No further treatment was reported. The ventricular ectopy was resolved twenty-two days after valve implant. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, while in the recovery unit, the patient experienced frequent ventricular ectopy. Multiple ventricular ectopy continued on post-operative day one, but the patient remained hemodynamically stable. The patient was discharged to home with a cardiac monitor and beta-blocker medication. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Third paragraph additional codes: annex f added corrected data: h6. Device code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, while in the recovery unit, the pat ient experienced frequent ventricular ectopy. Multiple ventricular ectopy continued on post-operative day one, but the patient remained hemodynamically stable. The patient was discharged to home with a cardiac monitor and beta-blocker medication. No additional adverse patient effects were reported. Additional information was received that diagnostic testing with outpatient extended rhythm monitoring showed criteria for ventricular tachycardia was met. The physician was notified of the results twenty-one days following the valve implant procedure. No further treatment was reported. The ventricular ectopy was resolved twenty-two days after valve implant. No adverse patient effects were reported. Additional information was received that due to the ventricular ectopy, the patient was transferred to the intensive care unit for overnight monitoring. In addition, clarification was received that the ventricular ectopy was resolved approximately thirty days after onset.